Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2024-00013, 3006705815-2024-00024. It was reported that the patient experienced high impedances on both implanted leads due to fracture and discomfort at the ipg site. As a result, surgical intervention was undertaken on (b)(3) 2023 wherein the scs system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.